Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that had a total left hip in (B)(6) 2010 in (B)(6), the alumina insert was fractured. Dr (B)(6) removed cup, liner, ball, and left stem implanted. Additional information: during review of provided photos of the explanted devices, head and cup was noted to be damaged.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. The device was not returned, but photos were received. The liner was completely fragmented. A review of the received information by a clinical consultant indicated that: root cause for this pi case was the malposition of the acetabular component with a high amount of inclination plus abnormal anteversion causing impingement with subluxation during certain movements of the hip joint, especially extension as evident from the patient history. This has lead to an overload condition in the bearing section of the arthroplasty ending in a fracture of the ceramic liner. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The root cause of this event is malposition of the acetabular component .this has lead to an overload condition in the bearing section of the arthroplasty ending in a fracture of the ceramic liner. Further information such as return of device, patient history & follow-up notes are needed to investigate this event further. If additional information and or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that had a total left hip in (B)(6) 2010 in (B)(6), the alumina insert was fractured. Dr. (B)(6). Removed cup, liner, ball, and left stem implanted. Additional information: during review of provided photos of the explanted devices, head and cup was noted to be damaged.